Event description:
Received info stating pigtail might have separated and pt experienced high bg's.

Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted.